Event description:
The mother reported via phone call that the act button was unresponsive on the insulin pump. The mother also reported the insulin pump would prime too quickly. The mother also reported a low blood glucose incident on (B)(6) 2015 where the customer's blood glucose declined to 45 mg/dl. Customer was treated with juice for their blood glucose. The mother declined to troubleshoot for the customer's low blood glucose. Customer's current blood glucose was 251 mg/dl. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.reference manufacturer report number: 3004209178-2015-70689

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.